Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the bending rubber leakage. Based on the result, we concluded, that it was caused, due to the patient bited the bending rubber. The scope was repaired by the third party and returned to the hospital. Correction information: h6: coding changed, based on the investigation result. Additional information: d8: this device was serviced by a third party.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When backed the scope to patient's throat, the patient bit the distal end of the scope. This event occurred at the time of during use. There was no report of patient harm.